Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they allege insulin pump was under delivering. The customer¿s blood glucose level was 248 mg/dl and other blood glucose value was 233 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was not using auto mode feature at time of high blood glucose event. Customer treated with bolus. Customer assisted with performing the high pressure test and test was failed, customer repeated high pressure test and again test was failed. The insulin pump will be returned for analysis.